Event description:
The lead broke and was replaced with difficulty. Afterward, the implantable neurostimulator system wasn't working on one body side, possibly due to replacement surgery. Additional info has been requested. A f/u report will be submitted if additional info becomes available.